Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller requested an ID card. Caller went on to ask about what would happen if they were in the ER and needed an MRI. Agent reviewed information. Caller stated they've been in 3 ers. Caller went on to say that they can't keep the device on because the battery wears out and it takes more than 3 hours to charge it. Caller stated they went in and were put on the c program that would last about 5 days, but it doesn't. Caller asked if the implant could be removed. Caller mentioned they have had steroid shots in their lower back and legs staying all the way to their feet for the past 4 months. Caller then stated they would call back when they were feeling better and would follow up with their doctor before disconnecting the call. Caller also mentioned that they feel pain when they lay on their back and asked if the stimulator could cause that. Agent documented reported information.